Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was rec'd that reported a pt was hospitalized in 2006 due to hyperglycemia. At 7:30 pm, the pt's meter was registering as "high" and there were ketones present. Upon admit the pt also had high blood pressure, however, the reporter did no recall the values. The reporter states that the day before hospitalization, they changed the pt's site and set yet the pt's blood glucose continued to rise. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.